Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china plunger was loose. The following information was provided by the initial reporter: during the hemodialysis treatment, the piston of the syringe installed on the hemodialysis machine's heparin pump for heparin injection was not tightly closed, and the blood flowed back from the pipeline to the syringe. The replacement of the syringe led to the loss of 3ml blood.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1812246. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no defects were observed. Based on the provided customer feedback, it is possible that the reported incident resulted due to damage to the plunger lip component. This type of damage could occur during the handling of the product within the manufacturing facility or during the assembly process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd (B)(4) plunger was loose. The following information was provided by the initial reporter: during the hemodialysis treatment, the piston of the syringe installed on the hemodialysis machine's heparin pump for heparin injection was not tightly closed, and the blood flowed back from the pipeline to the syringe. The replacement of the syringe led to the loss of 3ml blood.